Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an unknown error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section (medical device problem code) device evaluation: the device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including complete calibration tests and outgoing systems test without duplicating the report. The device was recertified and returned to the customer. Reports of this nature are not considered to meet our requirements for the submission of a medwatch report due to no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "fresh gas intake failure- 1030" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.